Event description:
A customer reported that the spike on one clearlink system y-type blood set separated from the tubing during patient infusion. The blood being infused leaked as a result of this separation. The patient was not injured during this event. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.